Event description:
The product was used during a tah procedure. Reportedly, the suture broke. The surgeon was able to complete the procedure with the suture. The hosp has reported no pt injury occurred.

Manufacturer narrative:
08/27/1998-supplement #1 sent to FDA. Device not available for evaluation.